Event description:
Pt hospitalized for hyperglycemia. Pt is 34-weeks pregnant who was at the mall and the insulin cartridge was empty. Pt had no back-up supplies. Nurse reported pt as "non-compliant" with blood glucose at 400 upon admission. Received IV insulin for boluses and remained on insulin pump for basal control.